Event description:
Stripped screw. Abutment did not seat in. Doctor. Tried new abutment but still did not torquing down.

Event description:
Stripped screw. Abutment did not seat in. Doctor. Tried new abutment but still did not torquing down.